Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief and the trunk cable was missing. The cause of the test failure was the pulled dn to rear te cable and the missing trunk cable. The root cause of the pulled dn to rear te cable and missing trunk cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.